Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary angioplasty procedure, stent damage occurred. The target lesions were located in the left anterior descending (lad) artery and left circumflex (lcx) artery. As the 3.5x32mm promus element plus stent was introduced into the guide catheter the physician encountered significant resistance and was unable to be advanced. Upon removal it was noted that the stent was deformed and raised on the distal end. The device was not advanced out of the guide catheter lumen into the patient. The procedure was completed with another 3.5x32mm promus element plus stent. No patient complications were reported and the patient status is stable.